Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, upon removal of the sensor pod from the patient body, the sensor wire broke. The sensor insertion was at the abdomen on (B)(6) 2018. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be confirmed. A root cause could not be determined.